Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary intervention procedure a tip detachment occurred. The target lesion was located in the tortuous and calcified obtuse marginal (om). Two kinetix guide wires were advanced; one wire was placed in the circumflex artery (cx) and the other wire was placed in the om. An unspecified stent was deployed in the om and part of the stent also went into the cx, trapping the kinetix guide wire that was placed in the cx. The wire was pulled back from the cx and when the physician attempted to re-advance the wire through the deployed stent struts it was noted that the distal tip had detached. The tip was unable to be snared from the lesion and the patient was sent to surgery for removal of the device fragment. It was noted that the patient was going to surgery for multiple vessel disease as well. No additional patient complications were reported. Additional information was requested and is not available.